Event description:
The customer reported that her blood glucose reached 286 mg/dl and that the cannula was bent. The pod was discarded.

Manufacturer narrative:
The device was discarded and will not be returned for evaluation. We are unable to confirm the bent cannula or to determine if it contributed to the reported hyperglycemia. Lot qualification records were reviewed and the product lot met all acceptance criteria.